Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, inappropriate pause episodes were observed due to implantable cardiac monitor (icm) under-sensing. The icm was reprogrammed. There was no consequences to the patient.